Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly the customer was using off label insulin. Customer changed supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.